Manufacturer narrative:
Age at time of event: approximately (B)(6) years old.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 5.00mm x 15mm apex balloon catheter was advanced for dilatation. However, it was noted that the shaft had snapped at the rx portion inside the right coronary artery. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Returned product consisted of an apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks to the hypotube and shaft. There was a complete separation at the mid shaft bond. There was contrast inflation lumen and balloon, and blood in the guidewire lumen and inflation lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The inner was buckled 4.9cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Age at time of event: approximately (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 5.00mm x 15mm apex balloon catheter was advanced for dilatation. However, it was noted that the shaft had snapped at the rx portion inside the right coronary artery. No patient complications were reported and the patient was fine.